Event description:
It was reported that the customer's belt clip broke causing the insulin pump to hit the floor. The hit to the floor caused the top of the reservoir compartment to break and, subsequently, not allow the reservoir to stay in place. The customer's blood glucose was 600 mg/dl. The customer declined troubleshooting because the cause of the high blood glucose levels were known. The customer was treated with manual injections. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump and belt clip would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.